Event description:
Customer reported receiving inaccurate erratic readings on their freestyle flash blood glucose monitor. In blood tests, customer received readings of 20.7 mmol/l, 11.9 mmol/l, 4.2 mmol/l, and 15.3 mmol/l. The results when plotted on the parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.